Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing several issues with his sensor. He was experiencing sensor glucose versus blood glucose differences. His blood glucose was 45 mg/dl. He also mentioned that he had blood at the site but that the site was not actively bleeding. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.